Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machine was frozen after signing in. A technical support specialist (tss) accessed the station and reviewed the debug logs of the medical application. It was observed that the login process for a particular user took an unusually long time, exceeding one minute. The tss found that the authentication process was experiencing issues due to the domain controller being unreachable. The problem resolved on its own, and users were able to log in without further delays. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es froze after user signing in. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.